Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported that the insulin delivery of the infusion device is too low. This issue began on (B)(6) 2011. On (B)(6) 2011, at 2:00 a.m., patient woke up and felt very sick and thirsty. She delivered 6 i.e. Through the infusion device. At 5:00 a.m., blood glucose was 580 mg/dl. Patient changed the insulin cartridge and the infusion set and delivered 6 i.e. Through an insulin pen. At 11:00 a.m., blood glucose was normal. From then until (B)(6) 2011, patient experienced blood glucose in the 300-350 mg/dl range. Infusion device was not exposed to water or electromagnetic fields. Patient did not have an infection or a change in her medications. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. Additional information was not provided.